Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory identified dried bodily fluid in the lead lumen. Deformed conductor coils were identified in multiple areas of the lead body. Crushed conductor coils and inner insulation abrasion were found and thought to be the result of clavicular/first rib entrapment. There was an insulation abrasion located 825-830mm from the terminal pin. The lead was put through and passed electrical continuity testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory due to left ventricular (lv) lead dislodgement. The lead was successfully explanted and replaced.